Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that after an unspecified surgery wherein the physician used an electrocautery, the patients ipg became nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.